Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted. On (B)(6) 2009, the patient had another procedure and all mesh was removed.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The mesh was explanted on (B)(6) 2009. This is one of two medwatches being submitted. See also medwatch 2210968-2008-01056. The same patient is represented in each medwatch.